Event description:
It was reported by the rep that during a esophagectomy procedure after the fifth firing of the device, it would not open. Another device was used to remove the original device from the tissue. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.